Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not crossing over to 1 station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient profile was not crossing over to station. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.